Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 5 years following the medtronic transcatheter valve implant this valve was revised with a valve-in-valve procedure. The replacement transcatheter valve was a non-medtronic valve.

Event description:
Additional information received indicated that following the valve implant procedure, within the native aortic valve, mild paravalvular leak (pvl) was identified. Dual anti-platelet therapy was prescribed for 3 months following the valve implant. Coumadin was attempted for 3 months but it did not make a difference. Approximately (B)(6) following the valve implant the hemodynamic deterioration of the valve was specified to an increase in the mean gradient >= 20 millimeters of mercury (mm hg) from baseline was reported. A mean gradient of >= 30 mmhg. The gradient was >40 mmhg with report of the possible thrombus. Shortness of breath developed. The possible abdominal aortic dissection and the possible left atrial appendage thrombus were not confirmed. Though the thrombus was not confirmed, the thrombus appeared to be on the leaflets and commissure attachments.

Manufacturer narrative:
Updated data: a2, a4, a5a, a5b, b3, b5, b7, g2, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately 4 years, 9 months after the implant of a 26 mm transcatheter aortic bioprosthetic valve (tav), the valve failed. The valve failure was characterized by stenosis, with heart failure and hemodynamic instability reported as patient symptoms. Review of imaging showed possible left atrium appendage thrombus versus inadequate contrast filling. Calcium build up was noted under the non-coronary cusp extending into the left ventricular outflow tract and in the proximal left coronary artery. Tortuous right common iliac and left common iliac arteries and a possible abdominal aortic dissection were also noted. The patient was evaluated for a tav-in-tav. No patient complications were reported as a result of this event.